Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot# v011728, implanted: (B)(6) 2006, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 24-jan-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative testing before a routine implantable pulse generator (ipg) replacement, a short was found on bipolar contacts 0 and 1 of the lead. Impedances were checked multiple times, and the same results were observed after placement of the new implantable neurostimulator. The patient was not using the affected contacts for therapy, and no interventions were taken. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that cause of the short was unable to be determined.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# v011728, implanted: (B)(6) 2006, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.